Manufacturer narrative:
Device brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Visual inspection of the returned product found the lens was torn into two pieces. The lens was returned dry and there was traces of clear surgical residue on the lens. (B)(4).

Event description:
The reporter stated the aq2010v silicone three piece lens +19.5 diopter was implanted and explanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.